Event description:
The doctor has indicated that the healing abutment has fractured.

Manufacturer narrative:
Visual inspection of the returned isha42 certain® straight healing abutment 4.1mm(d) x 4.1mm(p) x 2mm(h) confirms it has fractured. The healing abutment is fractured at approximately the 1st thread. The healing abutment hex drive shows signs of stripping. DHR could not be completed due to lack of lot number. No technical root cause can be determined. (B)(4).